Manufacturer narrative:
The evaluation confirmed that the device's screen went black occasionally after 30 minute start up due to a faulty g1 board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the during preparation for an abdominal exploration, the screen went black out after 30-minute start up. The patient was not under anesthesia. There was no delay greater than 15 minutes. The case was completed with a similar device. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.